Event description:
It was reported that intraoperative the leadless implantable pulse generator (ipg) exhibited unacceptable electrical values. High th resholds were noted. An attempt was made to align the delivery system coaxially, but coaxial alignment could not be achieved easily. Recapture was attempted while the ipg and delivery system were at an angle, so it could not be recaptured. The delivery system was positioned in the atrium and the tether was pulled firmly while adjusting the height, but the ipg did not detach from the myocardium. It was reported that tension suddenly disappeared and it was discovered that the tether had disconnected. The tether was then pulled out. The ipg remained implanted in the myocardium, and the delivery system was removed. The ipg was successfully removed using a snare. A new leadless ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: [micra], product ID: [mc2avr1-delsys], (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.